Manufacturer narrative:
The following sections were updated or answered: d1 brand name; d3 manufacturer name and address; d4 unique identifier (UDI) #; d4 expiration date; g4 PMA/510(k)number; h6 evaluation codes. Investigation summary: the device history record (DHR) for lot 23g052 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation, therefore the affected device(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the nurse was needing to draw up medication so she obtained a 3 ml syringe with needleless needle. Nurse removed syringe from package, removed needle cap, and inserted the needle into the vial. When starting to draw up, the fluid leaked around the area where the needle attaches with luer lock to the syringe. The needle was not on tight which caused the leakage. This issue happens with most of these syringes that the needle is not fully attached.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.